Manufacturer narrative:
A ge service rep performed an on site investigation. The keyboard and control panel processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up and had a battery charger failure error message. No patient injury was reported.